Event description:
It was reported that a laparoscopic anterior resection was performed using the circular stapler. Six hours later, the anastomosis performed failed. As a consequence, the patient had to undergo two additional surgeries and antibiotic therapy had to be administered.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional information provided. Provided by the surgeon. Yes, the surgeon saw open staples. He waited 15 seconds before firing. The indicator was in middle position. No buttressing material was utilized. It was fired across an echelon flex staple line. No unexpected noise was heard. Everything was regular while firing. No unusually higher or lower forces. He made 2 leak tests. The physician is an expert laparoscopic colorectal surgeon. The patient suffers from cancer. Patient is about (B)(6), male. After the first procedure he had to undergo 2 other surgeries and now he has a stoma.